Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port 24 ga 0.75 in the catheter did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that catheter did not retract back behind bevel of needle for insertion. After loosening catheter, catheter not retracting back behind bevel of needle for insertion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 27-jun-2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one opened unit from lot number 2045208. A visual inspection displayed a 24gx0.75in single port nexiva device fully retracted and decoupled from the wing adapter. Upon inspection of the received unit there were no visible defects found. The unit was reengaged then retracted to try to recreate the reported issue. Full retraction occurred and the tip shield did decouple from the winged adapter without any issues. Further visual inspection of both the needle and catheter did not show any defect that could have led to this experience. As the unit decoupled without any issues and no visible defects were found on the device no further assessments need to be performed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the catheter did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that catheter did not retract back behind bevel of needle for insertion. After loosening catheter, catheter not retracting back behind bevel of needle for insertion.